Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025, after skipping breakfast and lunch, they experienced a blood glucose (bg) low of 68 mg/dl. The user treated with fast-acting carbohydrates (crackers) and bg recovered to 108 mg/dl at the time of the call. The low bg was out of range for over 90 minutes. The ilet issued a low bg alert. No medical intervention or outside assistance was required, and the user reported no symptoms.